Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked with corrosion observed inside. The returned battery cap had stripped threads and was unable to maintain electrical connection; therefore, the power complaint was duplicated. A test cap was used and was able to maintain electrical connection and complete a 24 hour duration test with no pump reboots duplicated. The leak test failed due to the battery compartment leak. The pump was opened and no further moisture was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.